Manufacturer narrative:
Additional information was received that an invasive procedure was performed. An attempt to explant the lead was made, however, was unsuccessful. Programming changes were made to prevent rv pacing and the patient was likely to be referred for laser extraction of the lead. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range pacing impedance measurement. No adverse patient effects were reported. An in-clinic follow up was scheduled for a date in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the patient was seen for an in-clinic follow up approximately four months later. Review of device memory revealed continued high pacing impedance measurements with some being out of range. X-ray imaging revealed a kink/potential lead fracture. Boston scientific technical services (ts) discussed lead replacement. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.